Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture either on or in the keypad. It was not specified as to where it was. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: review of the black box data revealed records of unexplained power on reset events. The battery compartment and returned battery cap were intact and without damage. There was no moisture observed behind the display lens, in the battery compartment or on the keypad. The battery cap was further evaluated and found to measure within the required specifications. The keypad was intact and without damage and no moisture. With the returned battery cap in place, the pump powered on. Investigation did not duplicate the alleged ¿no power¿ issue. Leak testing revealed moisture leakage to the inside of the pump through a crack in the pump case. Moisture was found on the printed circuit board and on the keypad connector.